Event description:
It was reported that during inspection, the ventilator generated a technical error code indicating a power error and if failed pre-use check. There was no patient involvement. (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator was investigated on site and the air gas module were diagnosed defective. No log files or goods have been received for investigation. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause.